Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The caregiver (cg) states that one of the supply bags fell off and was disconnected. The baxter technical service representative (tsr) had cg power cycle the hc. The hc proceeded to press go to start. The tsr had the cg start over with all new supplies. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved starting over with new supplies due to the supply bag falling from the original set up. The hp stated that the connection was loose. The hp verified that there were no defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident, he did tell his nurse and she informed him of what to watch for. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).